Event description:
It was reported to the manufacturer, by end user, per the end user, that caregiver was operating the lift and dropped the knob on the patient's face and then dropped the patient on her back. The patient is stating that she has had problems since they got the lift. They are stating that the lift isn't the best type of lift for a quadriplegic and per the customer engagement individual the sling that was ordered with the lift the two pieces are not compatible. Complaint #(B)(4) was entered into our system.